Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided.

Event description:
It was reported the retaining screw and the abutment, both fractured at the screw part. Proceeding was completed with different products. This report refers to abutment screw fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative, zimvie received one (1) ilpc443u, (certain® low profile one-piece abutment 4.1mm(d) x 3mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use and was identified as reported. However, the abutment's screw was observed fractured at the threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2120000821. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120000821 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement/seating, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.